Manufacturer narrative:
Concomitant medical devices: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Indication for use was noted as intractable spasticity and cerebral palsy. The patient had 18 months left on the battery when the patient had it filled on a tuesday, date not reported, then two or three days later it "cut off" but they didn't know it because they didn't hear the alarm due to it being so quiet. During this time per the patient's family the patient through three or four days of withdrawal. By the time they noticed the physician told them to go straight to the ER (emergency room) , on the following saturday and then they took out the old pump. Troubleshooting, cause of the event, and outcome not reported. Further follow-up being conducted to obtain information. If additional information a follow-up report will be sent.